Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
It is reported that the device would not track over the spider wire. It kept getting stuck once we went in the sheath. A second device was used to finish the procedure. No patient injury is reported. Evaluation summary: the silverhawk device was received for evaluation with the cutter driver (unattached). No ancillary devices (e.g. Guidewire) were received for evaluation. A 0.014" ptfe coated test mandrel was loaded through the rx guidewire lumen. Wire movement was smooth, consistent and easy. An accumulation of a gold-colored polymer was detected between the distal tip body and the rotating tip but it did not compromise guidewire movement or performance.